Event description:
It was reported that the device was not working properly and stopped functioning during infusion. The results of the investigation found that the device had error code 41622 and a defective cam flex sensor. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and error code 41622 was found as well as a defective cam flex sensor was found. The customer's problem was replicated. The cause of the problem was the cam flex sensor, and it was replaced to fix the issue.